Event description:
It was reported that the patient experienced diaphragmatic stimulation. During revision attempts, the lead broke before it was entirely extracted, leaving about three inches in the subclavian vein. The physician implanted a new lead, and elected to leave the broken lead tip in the patient's vein.

Manufacturer narrative:
Na